Manufacturer narrative:
The t:slim x2 basal iq user guide states: "do not start to use your system before you have been appropriately trained on its use by a certified system trainer or through the training materials available online for those updating their t:slim x2 insulin pump. Consult with your healthcare provider for your individual training needs for the entire system. Failure to complete the necessary training on the system could result in serious injury or death." "Do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 400 mg/dl range with high ketone levels. Bg was treated via correction bolus. Reportedly, the customer had been adjusting pump settings without consulting the healthcare provider (hcp) and also had started pump therapy without training, against the hcp's protocol. Reportedly, the customer reverted to manual injections for insulin therapy until pump training was performed.